Event description:
As reported by the user facility: IV set detached at the green piece above the roller clamp, the nurse had gloves on and was not exposed directly but the chemo drug taxotere mixed inside bag and tubing spilled onto the floor and the nurse's gloves. Additional info provided by the user facility indicated no one suffered any adverse sequela associated with the incident. The sample was disregarded and will not be returned for evaluation. Two rep samples from the reported lot will be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and the reported representative samples have not yet been provided for evaluation. Without the sample, a thorough evaluation could not be performed. The house retained samples for the reported lot were physically tested for leakage and subjected to a pull test and the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There has been no other reports of this nature against this part. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.